Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional code added to h6 type of investigation, corrected investigation findings, corrected h6 investigation conclusions, and additional information added to h10. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The central regurgitation, leaflet motion restriction, leaflet thickening, and improper leaflet coaptation of the sapien 3 ultra valve were unable to be confirmed due to unavailability of medical record and/or provided imagery. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Thickened leaflets may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Calcification), non-structural dysfunction (e.g. Pannus), thrombosis (formation of blood clots on the valve) or endocarditis (bacterial inflammation). Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could resemble leaf thickening and have a significant impact on the functionality of the valve. Additionally, the patient had history of dyslipidemia which is a well-known factor that increases the risk of valve calcification leading to leaflet thickening. However, due to insufficient information, a definitive root cause is unable to be determined. As the leaflets were thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restriction. As such, available information suggests that patient factors (leaflets thickened) may have contributed to the leaflet motion restriction and improper leaflet coaptation. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Due to leaflet motion restriction, the normal functioning of leaflet is impacted resulting in observed central leak. As such, available information suggests that patient factors (leaflets thickened) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of 2 years and 8 months. Prior to the valve in valve, the patient was experiencing symptoms of heart failure. The failure mode of the valve was aortic regurgitation. There was severe eccentric aortic valvular regurgitation, and a large echogenic mass attached to the aortic leaflets and prolapsed to lvot. The "left" coronary cusp appeared thickened, with restricted mobility, resulting in incomplete diastolic coaptation. No perivalvular leak was identified, and there was no evidence of root abscess. The valve in valve successfully took place with a 26mm sapien 3 ultra resilia valve.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.